Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a severely calcified vessel. A 3.00mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.